Event description:
A male admitted to micu with cva. Pmh includes asthma, chronic bronchitis, htn, hypercholesterolemia, gerd, bph, paralyzed vocal cord, vt s/p aicd, atrial fibrillation, anemia and possible chronic pancreatitis. The pt was receiving an IV of normal saline at 10cc/hr via sigma spectrum infusion pump. The nurse was in the room with the pt when she heard a loud alarm coming from the pump. The nurse checked the pump and saw zero's across the top half of the pump. There was a message on the bottom of the screen which stated "unplug the pump and remove the battery." The pump was taken out of service and the biomedical engineer was notified. The company was notified biomedical engineering.